Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected bolus stopped alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got bolus not delivered alarm multiple times already. The customer's blood glucose level was 323 mg/dl. Customer reported they were able to clear the alarm. Customer stated the alarm had occurred 8 times. They stated that the battery cap was no loose. They were able to clear the alarms. They also stated that the battery cap was not loose. They stated that the blood glucose level was high and had already treated. The insulin pump will be returned for analysis.